Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-marathon (unknown); product type: ; implant date n/a; explant date n/a. G2: citation: authors: su, x., ye, m., ma, y., zhang, h., & zhang, p.. Trans-arterial embolization of anterior cranial fossa dural arteriovenous fistulas via the sphenopalatine artery: a technique report. World neurosurgery 181:e694-e702 2024. Doi:10.1016/j .wneu.2023.10.115 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'trans-arterial embolization of anterior cranial fossa dural arteriovenous fistulas via the spheno palatine artery: a technique report.' The time frame of this study was '2002 to 2022.' The following medtronic devices were used: 'marathon microcatheter, hyperform balloon, onyx-18 (an embolic agent).' No deaths occurred in the study population. Among patient adverse events included: 1. Complications: one patient experienced retinal ischemia after transearterial embolization (tae) via the branches of the ophthalmic artery (oa). There were no complications associated with the embolization of the sphenopalatine artery (spa). 2. Clinical outcomes: complete immediate angiographic occlusion was achieved in 78.6% of the fistulas (11/14). Complete embolization via the spa alone was achieved in 63.6% (7/11) of the fistulas. A total of 15 embolization attempts were performed via the spa, with a 46.7% (7/15) success rate. No recurrence of fistulas was noted in the patients who had digital subtraction angiography (dsa) or magnetic resonance angiography (mra) follow-up, covering 42.9% (6/14) of the patients. No further information was provided pertaining to medtronic products.